Event description:
Clinic notes were received in regards to a vns patient. The patient was seen (B)(6) 2013 and it was reported that he had 2 seizures today five minutes apart and that he could not sleep for the past 2 days due to stress however, he did not miss a dose of medication. The patient was still having breakthrough seizures, insomnia. They were on klonopon 1mg every 8 hrs as needed. And was to followup in two wks. Prior to this event, they had no recurrence of seizures; he uses the magnet once a day. Good faith attempts are underway for further details about the reported event. No further information has been attained at this time.

Event description:
No further information has been attained after good faith attempts have been made.